Manufacturer narrative:
The customer did not request any service. However, the customer purchased the inspiratory and expiratory pressure transducer printed circuit board and replaced it themselves. Our field service engineer was informed by the customer that, after this replacement, the ventilator passed all the safety and functional tests and returned to clinical use. Logs or the replaced part were not sent for our further investigation. Due to lack of information, the root cause of the reported event could not be found. H3 other text : 4117.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage, pressure transducer, patient circuit and safety valve tests during pre-use check. There was no patient involvement. (B)(4).